Event description:
Family member called in regards to patient's diabetic meter. They originally called because of an accuracy issue and a date and time issue. While troubleshooting with the representative, ultra meter would not power off. Lifescan representative had the family member remove the test strip from the meter, or press m button, and meter still did not power off. Representative sent patient a new meter.